Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the nurse that the patient is deceased. The nurse stated that the patient was initially in pea (, then shocked externally three times prior to implantable cardioverter defibrillator (ICD) shock. The patient had three high rate non-sustained episodes plus ventricular fibrillation (vf). There was possible rare undersensing noted on the right ventricular (rv) lead during vf episodes.